Manufacturer narrative:
(B)(4). D10: medical product: unknown tibial tray. G2: foreign - event occurred in china. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial total knee arthroplasty, the articular surface was unable to seat upon the tibial tray. No patient impact or adverse events have been reported as a result of the malfunction. A backup device was used to complete the procedure without reported complication.